Event description:
The customer states that due to imprecision, they are unable to calibrate the phenobarbital assay (lot 41008hw00) on the architect c8000 analyzer. There is no impact to patient management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.